Event description:
It was reported that the ilet user observed hyperglycemia on the dexcom g7 with upward trend arrows and readings at 265 mg/dl after breakfast, with a concurrent fingerstick value of 233 mg/dl. The user does not announce meals per healthcare provider guidance, and no device delivery alerts or infusion site issues were noted, with ilet identified as the device involved. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem related to procedure and user interface was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.